Manufacturer narrative:
No further information was able to be obtained from this customer. However, the 25g probe was returned for evaluation. The probe was received for evaluation. A visual assessment of the returned sample revealed significant adhesive on the cannula tip. The probe was inserted into a 25g trocar. The sample had resistance when inserted into the 25g trocar, confirming the reported event. However, the sample¿s cannula outer diameters (od) were measured. With an od min/max values of 0.0200 to 0.0205 inches, the sample¿s cannula od was measured to be 0.02015 to 0.02020, meeting specifications. The root cause of the reported event can be attributed to excess adhesive residue on the laser probe tip during manufacturing. An internal investigation was opened for this issue. There was no sample (trocar) returned for evaluation . Therefore, the condition of the product could not be verified. A associated probe photo was reviewed. The photo is only of the laser probe pak and does not show the associated trocar. There was no lot number was identified with this complaint. Therefore, lot history and complaint history reviews could not be conducted. All trocar cannula are 100% inspected for gage size. Any non-conformances found are removed from the lot and scrapped. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The customer did not return a trocar sample. Therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. All trocar cannula are 100% inspected for gage size. Any non-conformances found are removed from the lot and scrapped. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the laser probe did not fit in the trocar. Additional information has been requested.